Event description:
Customer started computer and tried to initialize magna pure system. Did not hear instrument start. Smelled electrical burn smell. Opened panel and found nothing burnt, no smoke visible and no fire, only electrical smell. No injuries reported. Customer was advised to unplug instrument and not use until it could be evaluated by technical service rep.